Event description:
It was reported that a user¿s new ilet could not complete setup because the dexcom g7 sensor would not connect to the ilet despite correct pairing code entry, multiple bluetooth re-pair attempts, device restarts, and confirmation that no other receivers were active; a new sensor was then started, the ilet setup was completed, and the system entered bionic mode. Symptoms included hyperglycemia with blood glucose over 400 mg/dl for approximately 6¿8 hours, blurry vision, and headache. Outcomes included no alerts on the ilet, no need for outside assistance, and no medical intervention; the user performed a manual injection. Investigation included guided troubleshooting of app pairing, sensor code verification, bluetooth version check, power cycling, interference mitigation, sensor replacement, and confirmation of sensor warm-up and successful ilet setup. Investigation of this case revealed a failure of sensor-to-ilet communication that resolved after sensor replacement, with no pump alarms or hardware faults observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.